Event description:
It was reported that there was a patient alert for the right ventricular lead having an elevated sensing integrity count (sic), oversensing and noise. It was indicated that the sensitivity for the lead previously been reprogrammed twice but the episodes of oversensing continued. When the pocket was opened to revise the lead there appeared to be an insulation breach and an apparent conductor fracture proximal to where the suture sleeve was anchored. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the proximal was conductor fractured. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the helix disengaged from the helical channel. The analyst commented that the lead appears to have been implanted with a bend in it at the fracture site.